Event description:
Physician attempted treatment of a 1.5 cm fibroadenoma using the visica treatment system. When the physician felt that she had adequately placed the probe within the fibroadenoma, she initiated the freeze. Within the first minute, dr noticed freezing on the skin at the probe entry side. The sales representative present noticed the freezing area of the probe was not inserted far enough into the skin. The freeze cycle was stopped and the probe was removed. Dr injected saline around the site and applied a warm compress. The patient was given antibacterial creme to apply to the area and was sent home. The patient was seen in the office in 11/2003 and was examined. The patient was reported to have minimal residal erythema and the approximately 1 cm area of affected tissue was nearly "cleared up." The patient was instructed to continue applying the antibacterial creme to the area. The physician did not anticipate that the patient would have a permanent scar.